Event description:
It was reported that the customer had a failed battery test alarm on the insulin pump. Customer's blood glucose level was 165 mg/dl. Customer was advised that the batteries vary in reliability and that (B)(4) aaa (B)(4) batteries are most effective for pump use. It was found that the battery spring was corroded. Troubleshooting was performed and customer still received a failed battery test alarm. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.